Event description:
The patient experienced no stimulation and underwent surgical intervention. Her neurostimulator (ins) was moved. The setscrew was not over tightened. Nothing was explanted or replaced. The patient was programmed later in the day after surgery and everything was fine. The patient was happy.

Manufacturer narrative:
(B) (4)